Event description:
Event description guidant received information that this ventricular lead has had gradually increasing impedance measurements, and are now greater than 2500 ohms. There is good sensing and capture. The measurements are the same in unipolar and bipolar.